Event description:
A customer reported an issue with incorrect pump time settings, which were greater than five minutes off from the actual time. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in updating the pump time and advised them to monitor the situation and follow up if the issue reoccurs. The customer understood and acknowledged the guidance provided.